Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro used for an endoscopic vein harvesting procedure tip burned. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. It was observed that the heater wire on the hot jaw was flexed away but remained attached to the jaw. The silicone boot on the hot jaw appeared whitish and cracked, indicating burn of device. No detachment was observed. The silicone boot on the cold jaw appeared intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the evaluation results, the reported failure thermal decomposition of device was confirmed. The analyzed failure material twisted/bent was also confirmed.

Event description:
The hospital reported that vasoview hemopro used for an endoscopic vein harvesting procedure tip burned. The hospital did not report any patient effects.